Manufacturer narrative:
Additional information: this complaint captures the first of two consecutive blood loss events involving the same patient, please see associated MDR (MFR report #: 1713747-2020-00284). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility licensed vocational nurse (lvn) reported that two consecutive dialyzer blood leaks occurred at the beginning of a patient¿s hemodialysis (hd) treatment. Both blood leaks were reportedly internal and visually observed within the dialyzer. The first leak occurred immediately at the onset of the patient¿s treatment. The machine, a fresenius 2008t, alarmed with a blood leak alert. A blood test strip was not used. There was no reported damage identified on the dialyzer. After the machine alarmed, the lines were clamped, and the treatment was discontinued. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 200 ml. The patient was moved to another machine and re-setup with new supplies. Immediately at the start of the second attempted treatment, the machine alarmed again with a blood leak alert. The second machine was also a fresenius 2008t. Once again, the lines were clamped and the treatment was discontinued. This time, a blood test strip was used and it tested positive. There was no damage identified on the dialyzer. The patient¿s blood was not returned; ebl was approximately 200 ml. Per facility policy, the physician was notified of the blood loss events. The physician provided instruction to move the patient to a third machine and set them up with new supplies. The patient was able to complete their treatment after being moved to the third machine (which was also a 2008t). It was reported that a different dialyzer lot was utilized for the third attempt. Fresenius bloodlines were used for each of the treatments. The lvn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. The dialyzers were both discarded; no sample was available to be returned for evaluation. This report captures the first of the two blood leak events.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.